Manufacturer narrative:
Insulin pump passed displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive error alarm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly. The blood glucose at the time of the incident was unknown. Customer reported that the insulin pump was not exposed to a change in altitude. The device will be returned for analysis.